Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipack¿ luer slip bulk non sterile syringe was split down the side. The following information was provided by the initial reporter: ¿customer has reported that the syringe was split down the side. There is a sample available.¿

Event description:
It was reported that a bd emerald¿ syringe was split down the side. The following information was provided by the initial reporter: ¿ customer has reported that the syringe was split down the side. There is a sample available. ¿

Manufacturer narrative:
Corrected information: b.5. Describe event or problem: it was reported that a bd emerald¿ syringe was split down the side. The following information was provided by the initial reporter: ¿ customer has reported that the syringe was split down the side. There is a sample available. ¿ d.1. Brand name: bd plastipack¿ luer slip bulk non sterile syringe was changed to bd emerald¿ syringe. D.3. Medical device manufacturer: becton dickinson, s.a., san agustin de guadalix was changed to becton dickinson, s.a., fraga. D.4 medical device catalog #: 301295 was changed to 303128. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson, s.a., san agustin de guadalix was changed to becton dickinson, s.a., fraga.

Manufacturer narrative:
Investigation: bd has been provided with an affected sample for catalog 303128 lot 8275902 to investigate for this record. Visual inspection of the returned sample presented a cracked barrel. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts. Based on this fact, and after analyzing the returned sample barrel crack, bd believes that the syringe barrel could break because of some strong condition during handling or transport of the product.

Event description:
It was reported that a bd emerald¿ syringe was split down the side. The following information was provided by the initial reporter: ¿ customer has reported that the syringe was split down the side. There is a sample available. ¿